Event description:
The facililty reported a fail code 810:04. The hospital representative stated that there have been no reports of any patient incident involving this pump since the baxter service event.